Event description:
It was reported the patient experienced a shocking/jolting sensation a few days after a revision three weeks ago. The patient was walking along the side of the road and sneezed. She felt a surge from her feet to the head that felt like she was stuck by lightning. This caused the patient to become ¿airborne¿ and went flying through the air. She landed face down in the middle of the street with a bruised hand, scraped knees, and ripped pants. The patient experienced kneepain from the fall. The patient was afraid to turn stimulation back on. It was later reported the patient had severe reflex sympathetic dystrophy (rsd) in her leg and had been trying to find an MRI center that would conduct an MRI of her knee/leg. The patient fell curbside to the road due to a sudden ¿surge¿ she felt from the scs (spinal cord stimulation) system. The patient¿s hand was cut up and her leg was bleeding. The patient thought she took good care of the injured areas, but was still having issues so they took an x-ray thursday and found ¿fracture lines¿ in the patient¿s patella. The patient thought she may have a patella fracture. The patient reportedly ¿broke her knee.¿ the patient was instructed to have an MRI. The new MRI scanners were not the correct scanners to utilize the patient¿s scs. The patient was very frustrated and stated she was seriously considering having the scs system removed because she has had no pain relief from it beginning within one week of implant. The trial was fine. The patient could feel stimulation but it was not hitting the correct area of pain in her right leg. No troubleshooting was performed, as it was a ¿one time event.¿ the patient saw her pain physician to resolve the issue. It was unknown if I t was device related. The patient had a doctor appointment this wednesday 2014-(B)(6) for re-programming. It was noted the patient recovered without permanent impairment.

Event description:
It was reported four months later that the patient experienced a loss of therapeutic effect and stimulation in the wrong location. The patient was having a problem with the stimulator as there was no stimulation down the back of her leg where the injury was since the revision, reported in manufacturer report # 3004209178-2014-20079, on ¿(B)(6) 2014.¿ the patient was looking to have it revised elsewhere so they can figure out where the leads were placed and what electrodes were used at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported there was stimulation in an undesired location. The therapy had had not worked since implant. The stimulation did not hit her leg and foot, the area she needed pain relief. It was noted the patient had stimulation in her good leg and one program got her glutes. The patient said she turned the stimulation on to feel something other than pain, even though the spinal cord stimulation was not giving her what she needed. It was noted the patient had been programmed multiple times. The patient said the healthcare provider was not willing to do anything about it. One doctor suggested getting a surgical lead, but the patient was not sure why it would be placed in the same location.

Event description:
Additional information received reported the patient received assistance from their healthcare provider (hcp) or manufacturer representative and their concerns were resolved with an appointment date of (B)(6) 2014. The patient had an appointment date of (B)(6) 2014, and was still having concerns regarding their device or therapy but was working with the hcp or manufacturer representative.

Event description:
Additional information received reported the cause of the stimulation anomalies was normal postural stimulation. Bloodwork was done for other reasons. The patient was not receiving effective therapy at the time of the report.